Event description:
The hcp reported that the patient died and that the cause of death was most likely due to a cardiac event. The hcp also reported that the device was functioning properly at the time of death, but at one time had to be repositioned due to an infection. Further information has been requested from the hcp, but has not been received at the time of this report. A follow-up medwatch report will be sent if further information is received.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Manufacturer narrative:
The hcp confirmed that the patient experienced fever, redness, pain, incisional wound opening, and erosion at the device pocket site. A culture was not obtained but the patient was given oral antibiotics and the infection resolved.

Manufacturer narrative:
Correction: reporting for serious injury, not death, as death is not device or therapy related ("most likely due to cardiac event"). Event reported multiple times: reference manufacturing reports 3007566237-2014-01979 and 3007566237-2014-01980. Merged with this report. Product ID: 435135, serial# (B)(4), implanted: (B)(6) 2005, product type: lead; product ID: 435135, serial# (B)(4), implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
Additional information received reported that there was an exposed ¿part.¿ the patient was febrile and the skin edges over the implantable neurostimulator (ins) were ¿separated.¿ the ¿part was somewhat exposed¿ and therefore was going to be repositioned to another location. On (B)(6) 2006, the patient was admitted to the hospital for relocating the device and debridement of previous site. On (B)(6) 2006, it was noted that the patient recovered without sequelae. Later, it was stated that the implantable neurostimulator (ins) was repositioned due to a ¿superficial¿ wound infection at the original site. Follow-up received reported that there was a post-operative infection which was not device or therapy related. Actions taken in response to the event included hospitalization, surgical debridement, antibiotic therapy, and reposition of the device. The infection resolved without permanent impairment. No malfunctions were observed and the patient improved with continued treatment.